Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 21.2 mmol/l (382 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient felt pain and noted upon removal of the pod, the cannula was bent.

Manufacturer narrative:
The returned device was evaluated and a kink was found in the cannula. It could not be determined if this happened during use or post use. Upon advancing the rotational sensor, fluid was observed exiting the tip of the cannula. The hard cannula was examined and no damages were observed that would cause pain during insertion. The cause of the pain could not be conclusively determined.